Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated she went to her gynecologist for a routine exam and the doctor found part of a tampon inside her. The doctor removed the piece of tampon. She stated she got sick from this and was prescribed antibiotics and ointment.